Event description:
Prior to putting the locking cap on the screw during surgery, the rod holder disengaged from the hex end of the rod and "control of the rod was lost". The physician was able to reposition the rod and place the screw and locking cap without difficulty. This resulted in a delay of surgery of 10 minutes. There was no injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.